Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Bd received samples and photographs for investigation, consisting of 10 returned samples and 2 photos. The evaluation of the photos confirmed evidence of underfill. Functional testing was performed on all 10 returned samples, and each was found to be within specification. Additionally, 10 retained samples underwent the same functional testing, and all results were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.